Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The customer has been provided with a replacement device.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device at the product assessment center (pac). It was observed that contamination entered the inside of the unit through crack on the upper side of the front case on to the system pcb. The cause of the reported issue was determined to be due to cracks on the upper side of the front case.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.